Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus aureus. The user verified the final result using real-time pcr. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were identification problems in tier a, most commonly with s. Aureus when the expected result was s. Epidermidis. A bd field service engineer (fse) was dispatched to the customer site. The fse performed an instrument decontamination process. The pwm values in the light source boards were verified and found to be within acceptable range. No issues were noted with the instrument. The fse noted that they wanted to preemptively replace the light source board in tier a anyway. After replacement, the pwm values were checked again and were still within acceptable range. A force light source adjustment was also completed with acceptable results. The instrument software was updated to the latest version. The instrument continues to operate as intended. As no instrument issue was noted during the investigation, this is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus aureus. The user verified the final result using real-time pcr. No health impact or consequence reported.